Event description:
Post-procedure during hospitalization. Symptoms: mild carotid artery spasm in distal rca that resolved. After the procedure during hospitalization the patient experienced a stroke. There was no reported action or treatment. Reportedly, the patient's condition is unchanged. At the end of the procedure, the patient was neurologically stable. He was awake and alert, talking, moving all extremeties and transported to the recovery room in good condition. A head CT the next day found a 4cm-6cm infarct in the left posterior cerebral artery. No additional information available.